Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's nozzle had foreign objects and the tip cover was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the burnt cover: it is possible that a high-energy treatment device (such as a laser or high-frequency device) was used without ensuring a sufficient distance from the tip. The event 9 is detectable and preventable by handling device in accordance with the following IFU. Gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection: 3.2 inspection of the endoscope gif/cf/pcf type 260 series operation manual chapter 4 operation: 4.2 using endo therapy accessories based on the results of the investigation, a root cause could not be identified for the foreign objects found in the nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.